Event description:
IV needle slow to retract, only fully retracted once removed after insertion. Lot #6020809 bd insyte autoguard bc. The needle not retracting poses a safety risk to the user. No patient harm noted.